Event description:
It was reported that midway through an acl reconstruction, the patient's knee became hard to the touch due to possible over pressure of fluid. The pump began running the fluid at a high rate of speed. No alarms were reported to have sounded. The pump setting was at 35. It is unknown how full of fluid the fluid chamber was; the bladder inside the chamber had collapsed. New tubing from the same lot was used along with a new pump to complete the case. The patient was kept overnight. Patient information is unknown.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed the bladder/sleeve inside the drip chamber collapsed. Function tested the returned tubing with a pump and no problems found. Tubing set met all testing requirements. Typically, this type of event is caused by the end user disconnecting and reconnecting the tubing from the pump. On the tubing package, there is a label instructing the user as follows: "warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.